Event description:
It was reported that the cement hardened for 9-10 min from the start of mixing. In the hospital, simplex usually hardens for 12-13 min. The femoral component could not be implanted properly so the surgeon cut the distal and the lateral condyle and another component was implanted instead of #6. Therefore, there was about 30 min delay of the operation. The cement was restored in the refrigerator for 5 min in 10c before use. The cement was taken out from the refrigerator 2 hours before mixing. The temp of operating room was 21c. All the monomer and polymer were used. Antibiotic was not used. Vacuum mixing device was not used. The mixing device was hospital's bowl. It was not specified how the bowl was stored (temp etc). The distributor delivered the cement 1 week ago. The storage situation was not specified.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Item was discarded. If additional information becomes available, it will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.